Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure, stent under-expansion occurred. In (B)(6) 2011, the subject presented with unstable angina and the subject was recommended for cardiac catheterization which revealed two target lesions. Target lesion #1 was 60% stenosed and located in the 3rd obtuse marginal (om). It was 9 mm long with a reference vessel diameter of 2.3 mm and treated with direct stent placement using a 2.25 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. Target lesion #2 was 90% stenosed and located in the distal left circumflex artery. It was 14mm long with a reference vessel diameter of 2.9 mm and treated with direct stent placement using a 2.75 x 20 mm taxus liberte stent distally overlapping the first study stent. Following post dilatation, residual stenosis was 0 %. The following day, the subject was discharged on aspirin and prasugrel. During the index procedure, the stent delivery balloon was used to post-dilate the 2.25 x 12 mm taxus liberte stent deployed in the 3rd om. Following this the 2.75 x 20 mm taxus liberte stent was deployed in the middle and distal thirds of the left circumflex in the overlapping manner proximal to the previously placed 2.25 x 12 mm study stent in the 3rd om. Subsequently, the balloon was passed through the overlapped stents and re-inflated to 14 atms for 20 seconds. The balloon was removed and a 2.5 mm x 10 mm non-bsc balloon was passed over the guide wire, down the last marginal branch, and was used to post-dilate the 2.25 x 12 mm study stent in the 3rd om because eccentric waisting of the stent and balloon was noted. The stent was post-dilated at 26 atm for 30 seconds with 0% residual stenosis with timi flow 3.

Manufacturer narrative:
Device is a combination product. (B)(4). (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).